Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the vad coordinator advised the subject to go to the emergency department due to a hemoglobin level of 6.9 g/dl and the subject reporting fatigue and dark stools. The patient was on 7mg coumadin. The emergency department administered one unit of packed red blood cells and the subject was admitted same day with an of inr 1.8 and holding warfarin and bumex. They were then transfused an additional unit of packed red blood cells on (B)(6) 2019. The patients hemoglobin level 6.8 and restarted bumex (1mg bid decreased from home dose 2mg bid) (B)(6) 2019. An egd and colonoscopy found no source of bleeding, normal esophagus, stomach, duodenal bulb and duodenum. The subject received one last unit of packed red blood cells and was discharged (B)(6)2019. No additional information was reported.

Manufacturer narrative:
Section d1: correction. Section d4, h4: additional information. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.